Event description:
On (B)(6) 2010, at a routine clinic visit, two open circuits were detected. This was detected after routine pulse generator replacement for expiring battery on (B)(6) 2010. The deep brain stimulator lead that was affected was originally implanted on (B)(6) 2009. No actual lead or wire fracture was detected on x-ray. Patient went to operating room to revise the entire right deep brain stimulator system (pulse generator and lead) due to open circuits thought to be causing reduced therapeutic benefit.

Manufacturer narrative:
(B)(6) 2010.